Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation with a thermocool smarttouch sf catheter and the patient suffered a cardiac tamponade which required a pericardiocentesis and a pericardial window. Post procedure the patient had a pressure drop and it was confirmed by echocardiogram that the patient had developed a pericardial effusion. A pericardiocentesis was attempted but failed. The patient was taken to cardiothoracic (CT) surgery for a pericardial window procedure. The patient was reported to be stable. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.